Manufacturer narrative:
UDI: (B)(4). The catheter was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided, therefore, manufacturing records were reviewed, and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a broken lumbar catheter. A fragment of 12.7 cm was retained in the spinal canal following the catheter breaking off while removing the guide wire during a surgery for a csf leak. The facility reported the, ¿guide wire was sticky, and did not slide smoothly when removing from lumbar catheter.¿ the lumbar catheter was wet prior to insertion. The decision to intentionally leave the catheter in place was made immediately when the catheter broke. Intentionally retained fragment: cause more harm to attempt to remove vs. Leave in. The post-operative CT scan showed the fragment of the retained lumbar catheter. It was reported surgery was delayed 30 minutes by the events of the broken catheter. No patient injury, or death was reported.